Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7,h2, h3, h6, h10. The microsensor was not returned for evaluation (per customer, not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports: other mfg report numbers: 3014334038-2020-00087 and 3014334038-2020-00088. A facility reported inaccurate intracranial pressure readings from a codman microsensor basic kit. The patient had a microsensor placed with the icp express in the operating room by the neurosurgeon. For one week, the reading was high (up to 25mmhg). The patient was treated based on the intracranial pressure reading despite a normal head CT scan. The trauma surgeons told the neurosurgeon to take the patient for a craniectomy because no treatments they were doing resulted in lower intracranial pressure. The neurosurgeon took the patient to the operating room for craniectomy and decided to place another sensor on opposite side of brain since imaging was not consistent with high intracranial pressure. The neurosurgeon placed an external ventriculostomy drain in the same burr hole to see what the reading showed despite imaging did not show enlarged ventricles. One microsensor read 4-5mm hg and the other microsensor read 20-25 mm hg. The neurosurgeon said there was nothing in his opinion that would cause a different intracranial pressure between the left and right sides of the brain. The external ventriculostomy drain was at 15 mm hg. The neurosurgeon reported the external ventriculostomy drain never read a high enough reading to drain off cerebrospinal fluid. Finally, another physician pulled out both sensors because they were considered unreliable. The external ventriculostomy drain was left in place for intracranial pressure readings.